Manufacturer narrative:
This alleged failure mode poses a low risk to the patient because although the freedom driver exhibited a fault alarm, it continued to perform its life-sustaining functions. The freedom driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4)

Event description:
The customer, a syncardia certified hospital, reported that the freedom driver exhibited a fault alarm while supporting a patient. The customer also reported that the patient was switched to a backup freedom driver without any adverse patient impact.

Manufacturer narrative:
The driver's alarm history was reviewed and revealed an alarm code consistent with a malfunction of the u22 pressure sensor; however, the alarm was not able to be reproduced during initial testing. Further investigational testing was able to confirm that the root cause of the customer-reported alarm was a malfunction of the u22 pressure sensor on the main printed circuit board assembly (pcba). This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation and is closing this file. (B)(4) follow-up report 1.